Event description:
Co distributed approx 74,000 units (including all sizes) of the product 1500u during 1994; 67,000 units of the product 1500u during 1993; 66,000 units of the product 1500u during 1192. Other events identicical to the subject event for co p/n 1500u has not been reported to co during 1992, 1993, or 1994. Three similar, but not identical, events of connector disconnected have been reported in the yrs 1992, 1993, and 1994, in the similar events, disconnect was not reported to have resulted from the withdrawl of the stylet from the endotracheal tube, but rather from the exertion of excessive pull force on the connector from a breathing circuit or other device. In none of these 3 event was death or serious injury reported. As an added safeguard against accidental disconnect of the connector from the tube, co added a flange or external ring of pvc between the connector and the distal end of the tube, to make accidental removal of the connector unlikely under normal operating conditions.